Event description:
Second and third degree burns to his left hip medial, central and lateral area [burns third degree]. Hip ulcer or burn due to trauma [traumatic ulcer]. Second and third degree burns to his left hip medial, central and lateral area [burns second degree]. Case description: this is an initial legal case from an attorney who has been retained. This a report of a person who used thermacare heat wrap (thermacare heat wrap), date and indications were unk. No relevant medical history or concomitant medications were reported. It was reported the consumer experienced burns. At the time of the report, treatment and outcome were unk. F/u on (B)(6) 2012: this contactable attorney reported by way of claim letter and medical records. This (B)(6), male pt used thermacare heatwrap (thermacare heatwrap) for hip pain. The family history included cancer (brother), heart trouble (father), hypertension (everyone) and diabetes. The concomitant medications included metoprolol (lopressor) 50mg twice daily, lovastatin 40mg once daily, amlodipine (norvasc) 5mg once daily, fenofibrate 160mg once daily, finasteride (proscar) 5mg once daily, acetylsalicylic acid (aspirin) 325mg once daily and ascorbic acid (vitamin c) 500mg once daily on an unk date. On (B)(6) 2011, he suffered from second and third degree burns to his left hip medial, central and lateral area due to the use of thermacare heatwrap. On (B)(6) 2011, he went to hospital and his admitting diagnosis included hip ulcer/burn due to trauma. During the course of next few months, the affected area was noted with increased erythema (reddening of the skin as a result of injury or irritation causing dilation of the blood capillaries), tenderness and yellow exudates (a mass of cells and fluid that was seeped out of blood vessels or an organ especially in inflammation) and pain was detected in the injured area. Large flaps of necrotic skin/slough were removed by exposing the burns. He received ciprofloxacin (cipro) 500mg orally twice daily from (B)(6) 2011, mupirocin (bactroban) and collagenase (santyl) on an unk date as a treatment. On (B)(6) 2011, he underwent debridement (scraping) and removed a large flap of necrotic skin exposing areas that were second and third degree burns. The dressings were changed daily and the wound center provided weekly wound management. It was reported that the pt followed the directions and checked periodically for any skin changes while using the thermacare heatwrap. As of (B)(6) 2012, the clinical outcome of second and third degree burns to his left hip medial, central and lateral area and hip ulcer/burn due to trauma was unk.